Event description:
It was reported that cardiac tamponade occurred during the implantation of the atrial lead. The lead was not used and a new lead was placed. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention was reported.